Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. There were no additional adverse patient effects reported. This crt-d was explanted.

Manufacturer narrative:
Patient codes with muscle stimulation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. This lv lead was explanted. It was reported that the patient with this left ventricular (lv) lead experienced intermittent phrenic nerve stimulation. Boston scientific technical services (ts) discussed that these tests and their associated transient high outputs derived from the auto output for the lv could be causing these symptoms. Ts also suggested considering a fixed output with a reasonable safety margin.